Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a call service alarm (communication) issue. No details regarding the alleged call service alarm issue were provided; the call service alarm is unknown. There was no allegation that the issue caused or contributed to an adverse event. This complaint is being reported because the alleged call service alarm issue remained unresolved after troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: review of the black box and alarm history revealed no activity outside of normal use, ¿ez-prime¿ steps were performed correctly and no ¿communication¿ alarm or any error, alarm or warning occurred during the investigation. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module. The product performed within specifications during the investigation. Investigation did not duplicate the ¿cs communication¿ complaint.